Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc), however, sensing was noted to be appropriate. A chest x-ray was performed and the lead appeared to be in the same position, however, the physician suspected a micro-dislodgement. The physician elected to program the device to left ventricular (lv) only pacing and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.